Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 29-mar-2023 . H6: investigation summary one sample was provided to our quality team for investigation. The product was visually inspected and the connector was observed to be disconnected from the spike. There was traces of solvent observed on the c35 connector pieces, however, it was noted to be an insufficient amount, resulting in improper assembly which caused the pieces to disconnect. A device history review was performed for reported lot 2207213, finding an annotation related to the reported incident. During manufacturing, two maintenance orders took place to replace the valves that dispense the primer and adhesive used to bond the connector onto the spike as it was found the valves were dispensing the primer and adhesive poorly, causing incorrect assembly of the two pieces. Reinspection of all pieces was performed, discarding any impacted products identified. Fifty retained samples of the same lot were used for additional evaluation, no issues were found on any of the devices, all pieces were properly welded and no disconnections occurred. Based on our quality team's investigation, it was determined this incident was related to the failure in the dispensers that dose the primer and adhesive, resulting in the improper assembly of the connector onto the spike as well as personnel not properly identifying the impacted piece during reinspection after the maintenance orders were complete.

Event description:
It was reported while using bd phaseal¿ spike connector (c180j) the spike and tubing disconnected and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer¿s report is that the connection of the spike and c35 of c180j was detached although this had not been noticed during preparation of the anticancer agent. With no particular force applied, when the IV bag was hung, it was disconnected and the infusion fluid (anticancer drug, oxaliplatin) splashed out.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ spike connector (c180j) the spike and tubing disconnected and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer¿s report is that the connection of the spike and c35 of c180j was detached although this had not been noticed during preparation of the anticancer agent. With no particular force applied, when the IV bag was hung, it was disconnected and the infusion fluid (anticancer drug, oxaliplatin) splashed out.